Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this system exhibited non-physiologic noise and oversensing which resulted in inappropriate quick convert anti tachycardia pacing (atp) therapy. A review of the pacing impedance showed stable measurements in the 400 ohm range and then there was an increase to 699 ohms. A boston scientific technical services consultant documented the reported clinical observations and discussed troubleshooting with the caller. The system was subsequently explanted and replaced. No additional adverse patient effects were reported.